Event description:
It was reported that the patient underwent a revision procedure due to disassociation approximately four years post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02492, 0001825034 -2023 -02154 d10: 65 d ret 36mm vit e lnr +0mm cat : 00435006500 lot : 65439033 25mm versa-dial taper adaptor cat: 118000 lot: j7500817 comp rvrs shldr glnsp std 36mm cat: 115310 lot: j7571012 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is not confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.